Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and sepsis ('blood infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sepsis (seriousness criterion medically significant) and pain ("pain"). Essure was removed in (B)(6) 2016. The reporter considered medical device removal, pain and sepsis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - removed device, pain, blood infection. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sepsis ("blood infection"), pain ("pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (removal). Essure was removed in (B)(6) 2016. At the time of the report, the feeling abnormal had resolved. The reporter considered feeling abnormal, medical device removal, pain and sepsis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - removed device, pain, blood infection, feeling abnormal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media report received. Reporters added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and sepsis ('blood infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sepsis (seriousness criterion medically significant) and pain ("pain"). Essure was removed in (B)(6) 2016. The reporter considered medical device removal, pain and sepsis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - removed device, pain, blood infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and sepsis ('blood infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sepsis (seriousness criterion medically significant), pain ("pain") and feeling abnormal ("brain fog"). Essure was removed in (B)(6) 2016. At the time of the report, the feeling abnormal had resolved. The reporter considered feeling abnormal, medical device removal, pain and sepsis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - removed device, pain, blood infection, feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received. Reporter information added. Event: brain fog added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.